Event description:
The pt's nurse placed a call to technical services to have a pt's cycler picked up. The nurse stated that the pt had expired and the cause was unknown. The pt was living in nursing home. No malfunctions or product defects reported.

Manufacturer narrative:
Device - (no device failure detected). Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported event. A supplement report will be submitted upon completion of the investigation. Mdrs #: 2937457-2013-00197, 8030665-2013-00606, 1713747-2013-99945.